Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and /or reoperation: deflation/capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with saline mentor smooth round high profile 420cc breast implants and experienced bilateral deflation and bilateral capsular contracture baker grade unknown. As a result, the patient underwent removal and replacement with mentor saline breast implants (serial numbers (B)(4) on (B)(6) 2020. This report is for the left breast prosthesis.

Manufacturer narrative:
On aug 31 2020, the following information was erroneously omitted from the previous report: patient ethnicity is hispanic/latino. The patient also experienced swelling on the left side and a fever. The capsular contracture baker grade iii was only experienced on the left side, and only the right breast prosthesis had deflated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On sep 17 2020, it was noticed that the device returned was the contralateral device. The impacted product related to this side has not been returned for evaluation. Manufacturer¿s reference number: (B)(4).